Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their therapy had been off and in MRI mode for over a month because it was sending such an electrical shock up their left leg that they hadn't been able to use it. Patient said the shocking sensation was such a hard sensation that even when they turned the stimulation down to 0, they still couldn't stand it and the sensation went all the way up under their left breast. The patient was redirected to their healthcare provider to further address the issue.